Event description:
It was reported that approximately twenty-nine months post-implant of a bifurcated device, a suprarenal aortic extension, an infrarenal aortic extension, and a limb extension in the right iliac; a distal type I endoleak was noted on the left limb. Reportedly, the aneurysm grew since the initial implant causing a type I endoleak. The patient was treated with an additional limb extension, which successfully corrected the endoleak. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient. However, medical records indicate the aneurysm grew since the initial implant causing the reported endoleak, resulting in aneurysm sac expansion. Based on the information provided, the direct cause would be disease progression. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar events. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.